Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio replaced the device's ribbon cable, large keypad and user interface pcb assemblies to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device will not power on. There was no patient involvement reported with the event.